Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample did not meet specification as received. The visual inspection found that the front panel was damaged. The reported condition was confirmed. The investigation found that both monopolar ports were getting activation when activating mono1 by foot pedal or handpiece. The investigation identified the cause of the reported event to be the board. The board was replaced to address the condition. The investigation identified the cause of the reported event to be the front panel. The front panel was replaced to address the condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during testing, the unit had a monopolar footswitch activation, both mono 1 and 2 ports are getting activated. There was no patient involvement.